Manufacturer narrative:
The reported event was for lead dislodgement. As received, a complete lead was returned in one piece. Visual inspection of the lead found the extended helix clogged with blood. The measured full helix extension length was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
Related manufacturer reference number:2017865-2023-15805. It was reported that the patient presented remotely via merlin.net. Upon review, the right ventricle lead exhibited pacing inhibition due to over-sensing noise. This patient was dependent. The patient presented to the clinic for a revision procedure. During the procedure, the right atrial lead was stuck to the right ventricle lead and while explanting the right ventricle lead the right atrial lead dislodged and came out with the right ventricle lead. Both the lead were explanted and replaced during the same procedure. Patient was stable.